Manufacturer narrative:
B3: event date is updated and it is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative regarding a patient having posterior spinal tumor resection and reconstruction with internal fixation therapy for spinal tumors. It was reported that the patient reported feeling unwell in (B)(6) 2021 and a follow-up examination revealed a two iliac screws were found broken on the left side during surgery. The tail cap of the right l4 pedicle screw was broken. Pain was reported following the fracture. A second surgery was performed in (B)(6) 2021 to replace the fractured implant, and the removed fragments were disposed of as medical waste. The titanium rod was replaced. In (B)(6) 2023, the patient experienced a tingling sensation. By (B)(6) 2023, a follow-up visit revealed another screw rod fracture. After the second fracture, the patient was unable to lie flat and could only lie on their side. No third surgery was performed. There were no further complications reported regarding the event.

Manufacturer narrative:
B3: event date is month and year valid. E1: initial reporter, facility's details are unknown. G2: country of event- china. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.